Manufacturer narrative:
H10: e1- (B)(6) hospitalier dr (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that a pressure sensor autozero failure occurred. The investigation is ongoing.